Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 09-may-2023. Investigation summary: seven samples and one photo were provided to our quality team for investigation. All samples were tested for leakage, and all were found to be acceptable per product specification. Based on the investigation with the sample analysis the symptom reported could not be confirmed. A device history record review showed no rejected inspections or quality issues during the production of the provided batch number that could have contributed to the reported defect.

Event description:
It was reported that 7 bd luer-lok¿ syringe experienced leakage past the stopper. The following information was provided by the initial reporter: on (B)(6) 23 - four bd 5 ml luer-lok syringes (ref (B)(4), lot 3017631, exp 2027-12-31). And three bd 5 ml luer-lok syringes (ref (B)(4), lot 2348176, exp 2027-11-30) seven (total) bd 5 ml syringes leaking from black plunger when associate withdrawing 5 ml of fenwal anticoagulant sodium citrate solution usp (ndc 0942-9504-10, lot 408745, exp may 24). No patient impact.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for additional lot number is as follows: d4. Medical device lot #: 3017631, d4. Medical device expiration date: 31-dec-2027, h4. Device manufacture date: 17-jan-2023; d4. Medical device lot #: 2348176, d4. Medical device expiration date: 30-nov-2027, h4. Device manufacture date: 14-dec-2022.

Event description:
It was reported that 7 bd luer-lok¿ syringe experienced leakage past the stopper. The following information was provided by the initial reporter: on (B)(6) 2023 - four bd 5 ml luer-lok syringes (ref 309646, lot 3017631, exp 2027-12-31) and three bd 5 ml luer-lok syringes (ref 309646, lot 2348176, exp 2027-11-30) seven (total) bd 5 ml syringes leaking from black plunger when associate withdrawing 5 ml of fenwal anticoagulant sodium citrate solution usp (ndc 0942-9504-10, lot 408745, exp may 24). No patient impact.